Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <8 months. Customer reports: screw is not moving when the button is pressed in. Per visual inspection: broken off piece at the cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: the customer complaint of screw not moving when pressing the button could not be confirmed. However, inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place.

Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.